Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The patient had a radial keratotomy performed on both eyes twenty five years before the implant procedure. In a follow up, the surgeon reported the outcome of the event as unknown. The surgeon does not feel the lens caused or contributed to the event, rather, the event was caused by an inability to predict.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).